Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the lesion was rough, and when the device was attempted to cross, the stent got lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the lesion was rough, and when the device was attempted to cross, the stent got lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.